Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unspecified malfunction occurred. There was no patient involvement, as the pump was being used for demonstration purposes and not being used for insulin therapy. Reportedly, the customer will continue to use manual injections as alternate insulin therapy.